Event description:
It was reported that the recharger screen is blank and will not power on. Patient rep states there is a green light on the desktop charger cord and they confirmed that there is no visible damage to the power cable. Patient service specialist (pss) had rep attempt to reset the device, but the rep stated that the device will still not power on. The issue was not resolved through troubleshooting. Pss walked the rep through the steps of checking the implantable neurostimulator (ins) with the patient programmer and the rep reported the ins being at 75%. The rep declined transitioning to the wireless recharger due to ins battery level. An email was sent to the repair department. No symptoms were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name restore; product ID 37751 (serial: (B)(6) ); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis of the recharger (s/n (B)(6) found no problem with the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.